Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the connector of the infusion set between the infusion tubing and headset resulting in elevated blood glucose levels. This issue occurred with multiple boxes from the same lot number.